Event description:
It was reported that customer experienced damaged rack push rod on pump, which was later confirmed during distributor¿s evaluation, although pump still started and successfully delivered insulin without any alerts or alarms. There was no reported impact to the customer¿s blood glucose level. Distributor performed pump system check, confirmed pump was functioning, and arranged replacement pump because required ce marking was missing, while original device was planned to be returned for further assessment, and no additional information was available regarding any further customer actions.